Event description:
It was reported that two weeks post implant, an alert for high out of range hv lead impedance was received. The pocket was opened and the lead to device connection was tested and impedance measurements were normal. The physician elected to explant and replace the device and lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an alert for high hv lead impedance was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The impedance measurements were normal. The cause of the hv high lead impedance could not be determined.